Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. A complaint history review for similar events for the manufacturing lot was not performed as no device failure mode was identified. The indication for revision was not provided. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
This per is being raised with minimal information: the customer reported a revision of scorpio nrg x3 ps tibial insert #5 12mm, cat# 82-7-0512, lot# mep9vk which was implanted on (B)(6) 2009.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Event description:
This per is being raised with minimal information: the customer reported a revision of scorpio nrg x3 ps tibial insert #5 12mm, cat# 82-7-0512, lot# mep9vk which was implanted on (B)(6) 2009.